Manufacturer narrative:
The qc was run prior to the event, however it is unknown if it was within lab-established ranges. The instrument gave ise "cal ref drift" errors prior to the event as well as suppressing one patient sample. Service scheduled the ise mod 10838 to be performed on (B)(4) 2011. No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results on two patients' samples and a suppressed result for a 3rd patient, generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Samples were sent to another lab for analysis. The results were higher and amended reports were initiated. Treatment was not initiated or withheld based upon the erroneous results.